Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) became stuck. The evaluating physician initially suspected a mechanical issue consistent with a sticky pump, as the device would inflate but then become unresponsive. Intraoperative findings revealed fluid accumulation within the pseudo capsule surrounding the pump, indicating a leak within the device. As a result, the ipp was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the functional test. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a hole at corner of a fold in the proximal end of the cylinder. Both cylinders had ad wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder did not pass the leak test, however, the second one did. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had a wear at a fold in reservoir shell. No leaks were identified. The reported patient symptom of capsular contracture is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the hole/leak at the corner of a fold in the cylinder confirmed the reported clinical observation of pump - mechanical issue and device - fluid leak.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the functional test. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a hole at corner of a fold in the proximal end of the cylinder. Both cylinders had ad wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder did not pass the leak test, however, the second one did. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had a wear at a fold in reservoir shell. No leaks were identified. The reported patient symptom of capsular contracture is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the hole/leak at the corner of a fold in the cylinder confirmed the reported clinical observation of pump - mechanical issue and device - fluid leak.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) became stuck. The evaluating physician initially suspected a mechanical issue consistent with a sticky pump, as the device would inflate but then become unresponsive. Intraoperative findings revealed fluid accumulation within the pseudo capsule surrounding the pump, indicating a leak within the device. As a result, the ipp was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of capsular contracture is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) became stuck. The evaluating physician initially suspected a mechanical issue consistent with a sticky pump, as the device would inflate but then become unresponsive. Intraoperative findings revealed fluid accumulation within the pseudo capsule surrounding the pump, indicating a leak within the device. As a result, the ipp was explanted and replaced. No further patient complications reported.